Manufacturer narrative:
Product complaint number: (B)(4). After visual analysis of the image received for evaluation. An open binder with a broken needle was observed at the tip sections of product code vcp358h. As part of our quality process, the manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals is carried out through complaint trends as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any additional tissue damage as a result of searching for the needle piece? None. What is current condition of the patient? In good condition. Did the patient suffer from any consequence due to the prolonged surgery? If yes please provide more details none. Did the patient suffer from any consequence due to the issue (breakage needle)? If yes please provide details one. What tissue was being sutured when the event occurred? Myometrium of uterus. Was additional dissection required in other organs/tissues other than the target tissue? None. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Unknown. Device return follow up. Noted. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - (B)(4) active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength: 275 g /m.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2022 and suture was used. During use on the patient it was noted that the needle broke. The suture was used on sewing uterus. After operation, the needle tip was found broken during needle counting. However it failed to find the needle tip in the patient and finally found it from watery blood which draw from patient. The operation time prolonged 60minutes. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 02/24/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a failed suture needle, labeled as pc-00148059, was submitted fractographic evaluation. The component was identified as product code vcp358h. It was requested that assess the fracture mode of the failure. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of pc-001048059 revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - 275 g /m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: the length of needle breakage was about 4 mm from the needle tip.